Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure with an older battery and a low battery indication. The device prompted "low battery" and then powered off; however, with a new battery and a low indication, the device passed a performance inspection procedure (pip) with the device prompting "low battery", but the device never powered off. Physio-control recommended the customer to stop using their older batteries and replace them with new ones. No failure of the device could be found. After proper operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported failure could not be determined; however, was likely to be due to the customer's use of old batteries.

Event description:
It was reported by the customer that the device powered off during pt use. There was no adverse event or compromise to pt care as a result.